Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that about three weeks prior to the report, the patient felt a strange jolting sensation in their right leg, then stated that the stimulation shut off. The patient tried to increase the intensity much higher than he has ever had it and still felt no paresthesia, but the patient programmer (pp) indicated that the stim was on. The rep interrogated with a clinician programmer and it was discovered that impedances for electrodes 8-11 and 12-15 were greater than 10k ohms. The device was reprogrammed so that none of these contacts were in use and was still able to capture the patient¿s low back and right leg pain. There were no further complications reported or anticipated.